Event description:
The manufacturer received information from a third-party service provider that a ventilator inoperative error had occurred on trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The device was sent to a third-party service center for evaluation. The device investigation has yet not begun. A final report will be filed once the investigation has been completed.

Manufacturer narrative:
The manufacturer received information from a third-party service provider that a ventilator inoperative error had occurred on trilogy evo device. There was no serious patient harm or injury that occurred or was reported. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the error code, pressure sensor mismatch (e-0384), was observed in the device's error log. The third-party service technician further evaluated and found contamination to the blower, machine flow sensor, and one of the inline proximal filters had caused the issue to occur on the device. In conclusion, the device's blower, machine flow sensor, and inline proximal filter were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the universal serial bus stick had caused another device error code, software upgrade failure (e-0317), to occur due to a defective software file on the usb stick. This was unrelated to the reported issue. The muffler assembly, particulate filter, air inlet foam filter, and maintenance label were replaced for preventative maintenance unrelated to the to the reported issue. The device passed all final testing.